Manufacturer narrative:
A4 weight of the patient information was added as it was omitted from the initial report that was submitted. D4 primary UDI number information was added as it was omitted from the initial report that was submitted. Section d catalog number was corrected.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. H6 clinical code removed e0303. H6 med dev prob code added a150202, a140508.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 77-year-old male patient with a past medical history of hypertension, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient was bleeding from the nose, mouth, and oozing from the access site with a small hematoma. Manual pressure was held and the site angle matched. It was noted that the anti-factor xa assay value was elevated. Sodium bicarbonate was started, which improved the groin site. In addition, the patient had an episode of ventricular tachycardia (vt) even with an amiodarone drip infusing. Cardioversion was required to resolve the issue. After 3 days on support, the device was removed. The impella functioned at p-3 at 1.6l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Hours after the catheterization procedure, while in the intensive care unit, the patient developed bleeding from the nose and mouth, along with oozing from the groin access site and formation of a small hematoma. Pressure was applied above the access site and the sheath angle was adjusted. Anti-factor xa levels were found to be elevated, and the patient was transitioned to a bicarbonate purge. The groin site subsequently improved. Overnight, the patient developed sustained ventricular tachycardia despite receiving an amiodarone loading dose followed by a continuous infusion.